Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 1 month following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that the valve failed. Additionally, a bioprosthetic stented mitral valve replacement (mvr) was observed. Subsequently, a transesophageal echocardiogram (tee) was performed that revealed the valve failed due to severe aortic stenosis (as) and mild paravalvular leak (pvl). It was reported that the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement procedure. No patient complications were reported as a result of this event.

Event description:
It was reported that approximately five years, one month following the implant of a transcatheter valve, a computed tomographyscan was performed that the valve failed. Additionally, a bioprosthetic stented mitral valve replacement was observed. Subsequently, a transesophageal echocardiogram was performed that revealed the valve failed due to severe aortic stenosis and mild paravalvular leak. It was reported that the patient was evaluated for a transcatheter aortic valve-in-transcatheter aortic valve replacement procedure. No patient complications were reported as a result of this event. Additional information was received to report the patient underwent a valve-in-valve transcatheter aortic valve replacement procedure. A non-medtronic (edwards sapien)valve was implanted.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H1. Type of reportable event was updated from a reportable malfunction to serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.